Manufacturer narrative:
Device evaluation summary: visually the inserter and the threaded shaft where received tied together with a label and string and once the string was removed the items where not jammed together. Visual and optical inspection revealed the metal on the back of the instrument has been deformed from impact causing the inserter to be jammed. This type of damage is consistent with excessive impact force placed on the bottom of the inserter. The damaged handle would not allow the threaded shaft to be inserted into the inserter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp via manufacturing representative regarding patient with unknown indication for spinal therapy. It was reported intra-op, the inner threaded shaft was stuck inside the interbody inserter handle. There were no patient complications as a result of this event. Patient status: alive-no injury device status: with hospital, return status to be determined. No further complications reported regarding event. 06 jul 2020 703831546 (rep) : additional information received. It was reported that the procedure involved was an l1-l4 and l5-s1 olif procedure. Products come in contact with the patient. No further complications reported regarding event.